Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at the third party service center, a "ventilator inoperative" alarm was observed in the device's downloaded event log. The ventilator's software was re-loaded to address the issue.